Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the silence button showing throughout the log file was confirmed via the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 3.5 hours on (B)(6) 2021 (07:33:58 ¿ 11:00:17 per the timestamp). The log file captured the silence alarm button pressed event throughout the majority of the log file. During this time, there were no alarms or faults active. The cause of the alarm silence button being active throughout the log file is unknown due to the lack of alarms and faults active in the log file. Multiple attempts were made to obtain additional information about the reported event such as if a controller self-test was performed, the cause of the silence button being activated, if the button was stuck, if the patient was pressing the button, if any troubleshooting was performed on the controller/was it exchanged, and if any products will be returning to abbott; however, no response was given. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if they do not resolve. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon interrogation there were only 9 events in the patients history. The event log captured the alarm silence button being on from (B)(6) 2021 a 7:33am through (B)(6) 2021 at 7:37am. There were no active alarms at that time. On (B)(6) 2021 at 7:36am the calculated flow was at the 2.5 liter threshold but was not sustained long enough to trigger the alarm. There were several low flows with audible alarms noted on (B)(6) 2021 at 7:36am-7:37am. The alarm silence button showed active again after the low flow events resolved and continued intermittently for the remainder of the log.